Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was unresponsive and frozen on the bolus screen, and that only half of the display screen was visible. Additionally, it was reported that the pump shut down unexpectedly. Customer's blood glucose level was 188 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.